Event description:
This 64 year old male in satisfactory condition was involved in this event. An iliac arteriogram and iliac angioplasty was planned. During this invasive procedure, the balloon catheter wa positioned for angioplasty and could not hold pressure, indicating perforation of the balloon. Because the catheter met resistance on retraction, the patient was taken for surgical removal of same. This patient had no untoward effects to date concerning this event.other devices in use for this patient at the time of this event were liebel-flarsheim angiomat 6000 pressure injectordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.